Event description:
The consumer reported poor communication on the patient programmer (pp). The antenna was secure and synced with the implantable neurostimulator (ins) but it did not resolve the reported issue. There was poor communication with and without the antenna. The patient was not feeling stimulation and therapy was not on. He could not check if stim was on or off because of the poor communication. It was also noted that the patient fell in (B)(6) 2016; there was no injury but the knees were hurt. There was a gradual return of symptoms in (B)(6) 2016. The patient was going too much to the bathroom. Additional information from the consumer reported that he got the replacement pp and was still having the same problem. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Event description:
Additional information received from patient reported that battery failure and the surgery replacement was on (B)(6) 2016. It was also reported that patient still have the new patient programmer. The old one was reprogrammed by health care provider and was working. There was nothing wrong with the old one. She had to go to the hospital to replace the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.